Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the barcode scanner was not reading properly. A field service engineer replaced the usb cable without success and then resolved the issue by replacing the barcode scanner. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system scanner was not working. The customer stated that the malfunction occurred when the user was trying to issue the medication to the patient and there was no delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.